Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, serial# (B)(4), implanted: (B)(6) 2012, product type lead .

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a suspected damaged device that occurred during follow-up. The consumer was having problems with pain and discomfort down left leg and foot, as well as a burning sensation at left buttock. The consumer had an MRI scan of soine earlier in the year, (B)(6) 2016. Troubleshooting was noted as reprogramming. Interventions/actions included switched off and x-ray to check positioning of device and components. The issue was not resolved at the time of the report. It was noted that surgical intervention was planned but had not yet been scheduled. The consumer¿s medical history included spinal tumor, migraines, and atomic bladder. There were no further complications reported and/or anticipated. Additional information received from the representative reported a surgical intervention had not yet been rescheduled and the patient was due to be seen in the consult clinic in two weeks which might or might not result in a date. The ins was implanted in the left buttock and the consumer had experienced pain/burning in this area around the buttock scar, which increased when pressure was applied, i.e., when leaning against something but also felt down the left leg. The active program was c1, 0.9 v, 210 pulse width, rate 14, and altering these settings did not alter the consumer¿s sensation. Impedance checked all electrode pairs and had readings below 4000 ohms. An x-ray had been performed and discussed the lead was in a good position. It was noted that the implant date was (B)(6) 2014, and clarification has been requested for the same.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the device was implanted on (B)(6) 2014. It was noted that the consumer was seen in clinic on friday and had been listed for removal and replacement of the lead and battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the explanted system was discarded by the customer and was no longer available for analysis. The system was replaced with a whole new system.